Event description:
This defect was not reported at time of surgery, was found in a chart review in the operative report that surgeon wrote. "Was not getting anywhere with harmonic and then realized why later, because a piece of white plastic had actually come out and was in the abdominal cavity. This was removed. A new harmonic was obtained." There was no harm or delay to the patient.